Manufacturer narrative:
Correction: on initial MDR the product code should have been a0202 instead of a0401. Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly is present on the device. The pin stop together with ophthalmic viscosurgical device port is broken off the device and is returned inside a small plastic bag. Solution is dried in the device. The device was received activated; the plunger is fully advanced. No intraocular lens returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product did not meet specifications. The pin stop together with ophthalmic viscosurgical device port is broken off the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the stopper broke during intraocular lens (iol) setting and the haptic got caught on the nozzle tip when inserting the iol, so it could not be fully inserted. Then surgeon removed it with forceps and successfully inserted into the eye. The surgery was completed without product replacement. The involved eye and the patient identifier are not available. There's no patient harm.